Event description:
It was reported that the patient was referred for explant and a wound washout due to an infection at the generator site. The patient was placed on a 2 week schedule of antibiotics. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4) - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.